Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that he instrument was found to be cracked after it was used in surgery. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product identified that the device tip is cracked. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.